Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Event description:
A doctor reported an incomplete corneal flap of the patient's right eye. Reporter indicated when attempting to lift the flap an incomplete bed cut was found. The flap was placed back into position, and the patient was moved to another manufacturer's laser to perform treatment for the other eye. The reporter indicated the ablation procedure for the right eye was aborted. Additional information has been requested but not received to date.

Manufacturer narrative:
Additional information provided in describe event or problem, device available for evaluation?, device evaluated by MFR?, evaluation codes, and additional MFR narrative. Company representatives were onsite at the time of the event and found the energy was lower than necessary to complete the flap creation. The representatives adjusted the energy settings to optimize the system for the surgeon. The energy settings are user defined/controlled and can be modified by the surgeon. Potential contributing factors include anatomical abnormalities, patient movement, proper docking, and/or surgeon defined system parameters can contribute to the likelihood of an incomplete flap. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Upon follow up, reporter indicated the field service engineer (fse) and clinical application specialist (cas) were on site when the event occurred. Both thought the event was related to doctor settings and no technical service was needed. The cas increased the energy and the problem resolved.